Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1, e2, e3, h6(component code).

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had a fiber optic error message on screen. No harm.

Manufacturer narrative:
Due to characterization limit in e1 is event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. At first the fse replaced the front end board and the unit passed tests successfully. However it was later discovered to be an intermittent failure and the fse replaced the fiber optic module. Customer will retain the original front end board. The unit passed all functional and safety tests as per manufacturer's specification.

Event description:
N/a.